Manufacturer narrative:
Findings: unit received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. Unit received with broken reservoir tube lip. Unit received with corroded battery tube. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 300 mg/dl. The customer stated that the device has not been dropped or bumped. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 300 mg/dl. The customer stated that the keypad will not clear alarm from the button error. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.